Event description:
It was reported that an unspecified number of bd autoshield¿ duo safety pen needles experienced cannulas that broke off/pulled out after use. The following information was provided by the initial reporter: complaint 1 of 2 material no: 329505 batch no: 9291339, 9266408, 9197048, 9266406, 9266409 verbatim: new information provided by the customer - 05/21/2020 - do you know that date of incident? (B)(6) 2020 - below you have mentioned , and I quote ¿I still have the first pen in my office too if you want me to send it to you/bd¿, did you report that one issue with the pen in the past already, or you are reporting now, and if you did not report it, we need the date of occurrence, material and lot#? This has been answered ¿ don¿t worry about this question. It was previously reported but I still have the pen. - was there any adversity? No. The nurse was able to identify that a needle was stuck in the hub of the pen because when wiping it with alcohol she could feel it, but there was no injury. We did have to dispose of the insulin pen which was almost full. - when did you find out these defects, before, after or during the use? After - was anyone hurt? No I need to tell you that we had another pen with a needle stuck in it.

Manufacturer narrative:
H.6. Investigation: customer returned two (2) used pen injectors. Consumer reported autoshield became stuck in the insulin pen hub. Both returned pen injectors were examined, and it was observed that a broken npe cannula was stuck in the side wall of the septum of each pen injector. No bd pen needle sample components were returned. No evidence of manufacturing defect was observed on the samples provided. The probable cause of the broken npe cannulas is user error when attaching the pen needles to the pen injector. A lot history review was carried out and no related non conformances were raised in association with these packaged lot numbers concluding all inspections were performed as per the applicable operations and met qc specifications. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. It is bd¿s experience that the non-patient end breakage and bending is directly associated with the placing of the needle onto the pen device by the user. If the non-patient end of the needle is not placed centrally to the pen device, then instead of the non-patient end of the needle piercing the rubber septum of the vial, it hits hard material and can be bent/broken when fitted to the pen.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9291339, medical device expiration date: 2022-11-30, device manufacture date: 2019-10-18. Medical device lot #: 9266408, medical device expiration date: 2022-10-31, device manufacture date: 2019-09-23. Medical device lot #: 9197048, medical device expiration date: 2022-08-31, device manufacture date: 2019-07-16. Medical device lot #: 9266406 , medical device expiration date: 2022-10-31, device manufacture date: 2019-09-23. Medical device lot #: 9266409, medical device expiration date: 2022-10-31, device manufacture date: 2019-09-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd autoshield¿ duo safety pen needles experienced cannulas that broke off/pulled out after use. The following information was provided by the initial reporter: complaint 1 of 2 material no: 329505 batch no: 9291339, 9266408, 9197048, 9266406, 9266409 verbatim: new information provided by the customer - 05/21/2020. Do you know that date of incident? (B)(6) 2020. Below you have mentioned , and I quote ¿I still have the first pen in my office too if you want me to send it to you/bd¿, did you report that one issue with the pen in the past already, or you are reporting now, and if you did not report it, we need the date of occurrence, material and lot#? This has been answered ¿ don¿t worry about this question. It was previously reported but I still have the pen. Was there any adversity? No. The nurse was able to identify that a needle was stuck in the hub of the pen because when wiping it with alcohol she could feel it, but there was no injury. We did have to dispose of the insulin pen which was almost full. When did you find out these defects, before, after or during the use? After. Was anyone hurt? No. I need to tell you that we had another pen with a needle stuck in it.